Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes),"), pelvic pain ("severe pelvic pain / pelvic area-near ovarian") and ovarian cyst ("left ovarian cyst") in an adult female patient who had essure (batch no. C51078, c51076) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2015, the patient experienced bladder disorder ("bladder disorder") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant), tooth disorder ("dental problems"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), migraine ("migraines"), headache ("headaches"), vision blurred ("blurry vision") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 bilateral salpingectomy other (please specify) - left ovarian cystectomy and left ovarian cystectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, ovarian cyst, abdominal pain and headache outcome was unknown and the pelvic pain, bladder disorder, urinary tract disorder, tooth disorder, fatigue, alopecia, nausea, migraine, vision blurred, weight increased and dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, bladder disorder, dysmenorrhoea, fallopian tube perforation, fatigue, headache, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, vision blurred and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2015: total bilateral occlusion. Essure coils were placed and tubes were 100% blocked. Lot number: c51078, mfg date: 26-april-2014, exp date: 30-april-2017. Lot number: c51076, mfg date: 25-april-2014, exp date: 30-april-2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-dec-2018: quality safety evaluation of ptc. Following company internal coding review the event "left ovarian cyst / surgery (other) type of surgery: left ovarian cystectomy" was coded to meddra llt: ovarian cyst, the reported term was amended to "left ovarian cyst" and left ovarian cystectomy was added as surgical treatment of the event, thus this event was upgraded to serious per medical significance. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ("left ovarian cyst") and abdominal pain ("abdominal pain"). The patient was treated with surgery (on (B)(6) 2016 plaintiff underwent a bilateral salpingectomy and removal of essure.). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, ovarian cyst and abdominal pain outcome was unknown. The reporter considered abdominal pain, ovarian cyst and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.